Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicates that the rv lead remains in service and was used for temporary system until the infection cleared since the patient was pacer dependent. There were no additional adverse patient effects reported.